Event description:
Reported issue: today we noticed that some of the io needles have lost their protective cap in the original package. We were able to recap them in the package, but it is dangerous.

Manufacturer narrative:
(B)(4). The customer returned a total of 5 ez-io needle sets. There were two 9018p needle sets, two 9079p needle sets, and one 9001p needle set. Upon consultation with the customer, they confirmed that the 9079p and 9001p samples were returned in error. Additionally, the two 9018p samples were confirmed to only be representative samples as the actual sample was not available. Visual inspection of the two 9018p representative samples revealed that the needle sets were returned sealed in their original packaging. The needle guards were properly placed and seated on the needles. No defects or anomalies were identified with the two representative samples. The customer also provided two photographs for evaluation. The customer confirmed that the sample in the photographs is the actual sample that led to this complaint. Visual inspection of the photographs confirmed that the needle guard was removed from the needle. The needle kit was unopened and in its original packaging. This failure mode is likely related to the design of the kit packaging. For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a device history review. A review of the certificate of compliance was performed with no findings available. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 04/2021 and is approximately 1.5 years old. The complaint is confirmed. Although there were no issues identified with the two 9018p representative samples that were returned, visual inspection of the customer supplied photographs confirmed that the needle guard was removed from the needle while in the packaging. The customer confirmed that the sample in the photograph is the actual sample that led to this complaint issue. This failure mode is likely related to the design of the kit packaging. A CAPA was created to address this complaint issue. Corrective actions for CAPA were implemented in september 2021. This ez-io kit was manufactured in april 2021, which is prior to the corrective actions being implemented.

Manufacturer narrative:
Qn#(B)(4). The customer provided two photographs for evaluation. Visual inspection of the photographs confirmed that the needle guard was removed from the needle. The needle kit was unopened and in its original packaging. This failure mode is likely related to the design of the kits packaging. A CAPA was created to address this complaint issue. Corrective actions for the CAPA were implemented in september 2021. This ez-io kit was manufactured in april 2021, which is prior to the corrective actions being implemented. A dimensional or functional inspection could not be performed since the sample was not returned for investigation. For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 04/2021 and is approximately 1.5 years old.

Event description:
Reported issue: today we noticed that some of the io needles have lost their protective cap in the original package. We were able to recap them in the package, but it is dangerous.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: today we noticed that some of the io needles have lost their protective cap in the original package. We were able to recap them in the package, but it is dangerous.